Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst commented that the device was received still in the inner sterile packaging. They attempted to interrogate the device and could not. The device also had no output during preliminary testing. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was discovered to be at end of service (eos) while still in the packaging. It appears that ventricular fibrillation (vf) therapies had been programmed on at some point and the ICD had delivered over 700 therapies while in the box. A charge circuit timeout was also observed. No patient complications have been reported as a result of this event as there was no patient involvement.